Manufacturer narrative:
H6: investigation summary: a report of tubing snapping and breaking was received from the customer. One used sample was returned for investigation. Through visual inspection the customer complaint was confirmed. The tubing had broken at top of pumping segment. The ring retainer was still attached to the set and the tubing looked broken not separated. A device history record review for model 2420-0007 lot number 21035082 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 01mar2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this defect is an error during loading of the product into the pump. If the pumping segment is not loaded from the top to bottom it can create tears in the silicone that lead to the tubing breaking. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced damaged tubing. The following information was provided by the initial reporter: tubing snapped when moving IV pump.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced damaged tubing. The following information was provided by the initial reporter: tubing snapped when moving IV pump.